Event description:
It was reported the bronchovideoscope had an image issue and the image wasn't able to be seen. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted. And no deviations, that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the results of the investigation, it was presumed, that charged coupled device cable was slightly broken. Which, temporarily led to the suggested event. The event can be prevented, by following the instructions for use, which state: warnings and cautions: caution: turn the video system center on only, when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm, that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so, can result in equipment damage, including destruction of the charged coupled device. Precaution for disappeared or frozen endoscopic image; warning: follow the precautions, given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.6: inspection of the endoscopic system: inspection of the endoscopic image: 3. While observing, the palm of your hand. Confirm, that the wli and nbi endoscopic image is free from noise, blur, fog or other irregularities. 4. Angulate the endoscope and confirm, that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5: troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities, during the inspection described in chapter 3: ¿preparation and inspection¿: do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable, by referring to section 5.1: ¿troubleshooting guide¿: if the problem cannot be resolved, by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.